Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient experienced gastrointestinal (gi) bleeding. Esophagogastroduodenoscopy could not locate the bleeding point. The patient was stable and was discharged home. The patient is being treated with octreotide injections to control the bleeding. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of several pi events, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.